Manufacturer narrative:
Per account rep: this happened when they were using 6.6.1 software and they have since reverted back sw. Unit has been used successfully since reverting back to old software.

Event description:
While using pco2 auto-regulation this morning, pco2 was unable to maintain set point. Pco2 was set at 40 and the sweep started at 2lpm. Over 15 mins the sweep went to .5 lpm and the pco2 was reading 29. When the clinician tried again later in the case and it worked as expected.